Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Investigation revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.